Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 7 cm diameter abdominal aortic aneurysm approximately 28 months ago. It was reported that the patient was lost to follow-up and presented emergently to the ER with abdominal pain approximately four weeks ago. A CT was done and showed that the aneurysm grew to 10 cm in diameter. There were no visible endoleaks. There was a discoloration in thrombus layers and some fresh thrombus. The decision was made to convert the patient to open repair and explant the stent graft. The physician stated that there must have been an endoleak at one time. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); lack of information (unknown cause and location of endoleak). Conclusions: lack of information (unknown cause and location of endoleak).